Manufacturer narrative:
The two open samples were visually inspected and were found to be conforming. The samples were functionally tested for mass flow and found to be nonconforming. The samples were functionally tested for water flow, the cannulas were found to be nonconforming. The seventeen unopened samples were visually and functionally tested and were found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The evaluation of the opened soft tip samples confirms the cannulas were obstructed as reported by the customer. How and when the cannulas became obstructed cannot be determined from this evaluation and a root cause cannot be determined for the complaint. A manufacturing related issue cannot be ruled out related to the gluing process of the soft tip into the cannula of the soft tip cannula. An investigation has been initiated in order to further investigate the obstructed cannula issue. All assemblies are 100% inspected and air flow tested by trained operators. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing for evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that an ophthalmic cannula (two) was obstructed during a vitrectomy surgery. The surgery was completed without patient.